Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. Information received from the patient via the rep on (B)(6) reported that the patient "again" has prolonged charging sessions and poor coupling. As a result the patient is scheduled to see the surgeon for examination and possible pocket revision. [Event previously reported. See regulatory report number 3004209178-2017-09453].